Event description:
Schade a, schumacher b, langbein a, et al. Stand-alone mapping using different transluminal mapping catheters-an accurate and safe way to isolate all pulmonary veins with the cryoballoon? J. Intervent. Card. Electrophysiol. 2014;42(1):33-41. The literature publication reports the following complications: two (2) patients had phrenic nerve palsy (pnp) both of which resolved within six months.

Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Referenced article: schade a, schumacher b, langbein a, et al. Stand-alone mapping using different transluminal mapping catheters-an accurate and safe way to isolate all pulmonary veins with the cryoballoon? J. Intervent. Card. Electrophysiol. 2014;42(1):33-41. (B)(4).